Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient's lead migrated partially out of the epidural space. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was placed retrograde and repositioned. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation codes will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. The patient stated they noticed increased back pain. As a result, the patient may undergo surgical intervention.